Event description:
The olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was found that only color bars were produced for the image, due to a broken circuit board, and spacer 35 was noted broken. This report is submitted due to only color bars produced for the image and broken spacer 35. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found only color bars were displayed instead of an image when tested with olympus, model series bf scopes due to a broken printed circuit board. In addition, spacer 35 was noted broken and remained in the device. Additional evaluation findings are as follows: top cover poor appearance; front panel yellowing; feet worn; loose locking lever on ex printed circuit board. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective printed circuit board and broken spacer could not be determined. Olympus will continue to monitor field performance for this device.